Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria. The complaint device was not returned to the manufacturer for inspection. For these reasons, no results were obtained.

Event description:
Scientia vascular was notified that on (B)(6) 2024 at the (B)(6) hospital on (B)(6) 2024 an a24-200-003 broke during a neurovascular procedure. A stent retriever was used to try and retrieve the broken tip and got it to the petrus ica. A second stentr retriever was then used and in this second attempt to retrieve the broken tip using a stent retriever, the stent retriever broke pinning the tip against the vessel wall.